Manufacturer narrative:
Corrected data : block b5 is corrected in accordance with an email we received on (B)(6)2019 from the hospital. Trackwise ID (B)(6). The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
Complaint of the customer : "based on internal observations and investigations, we suspect that the vascular prothesis intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to materiovigilance swissmedic." (Corrected data) additional details following new information received on (B)(6)2019 : as part of a cardiac surgery study, (B)(4) prosthetic infections were analyzed on a period of 5 years and 9 months. (B)(4) patients were involved, including 5 deceases. This report is one of a series of (B)(4) reports.

Manufacturer narrative:
Trackwise ID# (B)(4). The importer MDR is submitted in addition to mfg MDR (tw# (B)(4)), received and acknowledged by the FDA on 10-oct-2019. The awareness date for the adverse event (death/serious injury) 30-sept-2019. Please refer to parent record (tw# (B)(4)) decision tree.

Event description:
Complaint of the customer: "based on internal observations and investigations, we suspect that the vascular prothesis intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to (B)(6)." Additional information received on 09/12/2019: as part of a cardiac surgery study on the cause of thoracic prosthesis infections, 50 patients with prosthetic infections and their possible causes were examined over a period of 5 years (2014-2019). It was found that out of 50 infections 25 patients had received an intergard prosthesis. Of the 25 affected patients, 6 deceased. The report is one in a series of 25 reports identified as (B)(6), all involving infection, six of which having resulted in patient death.